Event description:
On 3/26/99, baxter instrument services notified baxter customer quality assurance (cqa) of a potential hemolysis complaint from a plasmapheresis procedure performed on a plasmacell c. In a follow up conversation with the customer, the customer reported that upon completion of the donation, the operator noticed that the plasma was pink in color. While removing the disposable set from the instrument, the customer noted a kink in the concentrated cell tubing between the concentrated cell pump and the pin like place holder. The operator maintains that she only received on "hb" detect alarm at the start of the procedure, the flow rate was adjusted, and the alarm cleared. Per the customer telecommunication with cqa, no other alarms were observed during the procedure. The donor reported having pink urine and a backache 24 hours after the donation, but did not seek medical treatment. Per customer's follow-up telecommunication with the donor, the donor was in good condition following the above reported symptoms.